Event description:
It was reported that the surgeon was unable to seat the liners in the shell. After trying for approx. 1 hr he removed the shell and implanted a different component. There was no report of injury to the pt.